Event description:
It was reported that this right atrial (ra) lead exhibited undersensing as this lead occasionally under sensed and atrial beats noted during the episodes without affecting detection or termination. No other information was provided. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.